Manufacturer narrative:
Height: (B)(6). Based on the available information, this event is deemed to be a serious injury. Additional information has been request but none has been provided to date. Should additional information become available a follow-up report will be submitted. Reported to the FDA on november 04, 2016.

Event description:
End user reports that her peristomal skin was open and bleeding right around the base of the stoma measuring approximately 18mm round diagonal to her right leg under the eakin mass. She was able to remove her appliance and apply pressure with gauze and the bleeding stopped with no further intervention. She advised a deep peristomal crater encircling the stoma. She saw her medical doctor on (B)(6) 2016 who recommended she try a less adhesive product than the eakin slim but did not advise to discontinue the eakin slim product. Her medical doctor provided no diagnosis, however a culture was taken but the results are not available. She was prescribed oxycodone for pain as a result of the event. No other prescription or otc topicals were recommended for this event. No further details have been provided.

Manufacturer narrative:
No product sample returned, and no other complaints were received for lot# 1093578722. Therefore, without the returned product sample, it is not possible to identify a root cause for the reported event. This complaint is not associated with a product malfunction. The complaint/incidence data-post market data analysis (trend analysis), clinical review, root cause analysis and risk assessment indicate a consistent rate of complaints as a result of skin complications which are caused by a variety of external factors not related to the design, materials, and/or processes of the product. No further actions are required, and this complaint will be closed. Product monitoring reviews will monitor for product trends if this issue were to reoccur. No additional patient/event details have been provided to date. Should additional information become available, a follow-up report will be submitted. (B)(4).